Event description:
Placed 4 fr single lumen PICC on pt w/wonderful, easy placement and blood return. Once the bard groshong nxt 4 fr connector was inserted into the end of the catheter there was no blood return and rn was unable to flush with ns.